Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficultly charging the pump. In addition, the pump was unable to be powered on after being connected to a power source. The light around the pump wake button displayed a flashing light however the pump remained off. The customer's blood glucose was 310 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery charging issue could not be verified. The alleged malfunction issue was verified.